Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the system had recoverable error 1122. The technical service engineer (tse) reviewed error logs and found an issue with the patient side cart (psc) handlebar component. The tse asked the customer to hard power cycle the system and reset the blue fiber optic cable. The customer confirmed that the error still persisted after the reset and hard power cycle. The customer recovered the fault but the system faulted with error 323101. The customer disabled the boom and confirmed that the system booted up with no error. The tse noted that as the boom is disabled, the customer would not be able to target the psc movement electronically. The customer stated that the last part of the procedure was done laparoscopically due to the error. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 29th march 2022: the reported issue occurred during the procedure. It was unknown if the system functionality was checked upon powering on the system and if there were any intra-operative or post-operative complications. The procedure was converted to laparoscopy.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the axes controller platform (acp) and patient cart handle sensor (pchs). The system was tested and verified as ready for use. Isi has requested the acp and pchs involved with this complaint be returned but the components have not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and an error 1122 was found to be related to the complaint. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system sk1497. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the axes controller platform (acp) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not reproduce the customer reported complaint. However, the error/fault was confirmed via error logs/system logs. In-house fa installed the acp board into the test system. The acp board passed as moving and turning all the positions of the psc. It also passed as exercising all the arms, three hours power cycles with no issues identified. Intuitive surgical, inc. (Isi) received the patient cart handle sensor (pchs) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not replicate/confirm the customer reported complaint. The pchs was installed onto a test system, where it ran 10 times power cycle and sat idle for one hour. After system tests were performed, all arms of the patient side cart (psc) were functioning normally and completed all tests. This reported issue could not be replicated with the pchs.